Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure. According to the complainant, the balloon was advanced into the ureter and inflated to dilate the tract. During inflation, the balloon detached from the catheter and got stuck in the ureter. It is unknown what pressure the balloon was inflated to when the problem occurred. The physician used grasping forceps to remove the inflated balloon from the ureter. The physician completed the procedure with this device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a ureteroscopy procedure.according to the complainant, the balloon was advanced into the ureter and inflated to dilate the tract. During inflation, the balloon detached from the catheter and got stuck in the ureter. It is unknown what pressure the balloon was inflated to when the problem occurred. The physician used grasping forceps to remove the inflated balloon from the ureter.the physician completed the procedure with this device with no patient complications and the patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. Visual and tactile evaluation of the returned device revealed a complete circumferential tear in the balloon material 15 mm distal to the edge of the proximal balloon sleeve. The distal section of the balloon was severely creased and the distal balloon sleeve was pushed inside the body of the balloon. The distal bond and the proximal and distal markerbands were intact. There were no defects noted to the catheter shaft. Operational contact contributed to this event.